Event description:
It was reported that the patient was admitted to the hospital with chest pain and the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced for normal elective replacement indicator (eri). Patient had been lost to follow-up for over two years and when the patient's ICD was interrogated, there was no telemetry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.